Event description:
During preventative maintenance of the device, the service rep observed grease inside of the roller pump housing from the main bearing. The roller pump was returned from the customer after they received their repaired roller pump. There was no indication from the customer of any functional problems with the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.